Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and smartphone that occurred on (B)(6) 2016. While on the phone with dexcom, patient stated that connection was reestablished. No additional patient or event information is available. The receiver data log was reviewed on (B)(4) 2016. The complaint of connection loss was confirmed. A root cause could not be determined.